Event description:
It was reported during a cystectomy the surgeon fired the tx60b on the bladder and no staples were present. They reloaded the instrument with a xr60b and the instrument fired successfully the rest of the case. There was no consequence to the pt.